Event description:
Customer tested a donor unit sample on forward abo assay. The donor sample resulted ab on the galileo (4+ anti-a and 3+ for anti-b). Manual type confirm as a. Three donor units have had similar discrepancies.

Manufacturer narrative:
The customer had previously reported an issue where the instrument turn-table was intermittently stopping while rotating plates. It was determined during a service call that the turn-table issue was the cause of the abo discrepancies. Incorrect reagents or amount of reagents were pipetted into the wells due to the fact that the turn-table did not turn as expected and the plates were skewed from the pipettor arm. A service call was done and the turn table was replaced. Forty-eight samples were tested for group, and screen and results were as expected. Following repair, the instrument is operating as expected.